Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 30ml ll contained foreign matter. The following information was provided by the initial reporter: "liquid like substance, perhaps lubricant clearly contained in the syringe. As this is a contracted line, engagement with the contract manager will also be required as to impact across sah."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-04 h6: investigation summary one sample and two photos have been provided to our quality team for investigation. Upon visual inspection of the product, silicone is visible inside the syringe. A device history review was performed for reported lot 2011003, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2011003 and found to be within specification. Testing was performed on the returned samples, results verified the amount of silicone was above the specified limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, this issue can occur due to a failure in the sprayer that does the silicone within the barrel. H3 other text : see h10

Event description:
, Was reported that syringe 30ml ll contained foreign matter. The following information was provided by the initial reporter: "liquid like substance, perhaps lubricant clearly contained in the syringe. As this is a contracted line, engagement with the contract manager will also be required as to impact across sah."